Manufacturer narrative:
Zoll has not yet received the thermogard ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Reference MFR #: 3010617000-2017-00975 (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and intravascular temperature management was needed for fever management. A zoll cool line catheter was inserted into the left subclavian vein by an experienced physician. The insertion was smooth. The indwell time of the catheter was seven days. On the seven days after therapy was initiated, an air trap alarm was noted. The catheter was removed since the therapy was completed. The patient temperature prior to the ivtm therapy was 40 degree celsius. The target temperature on the console was 37 degree celsius. The patient's temperature has improved and no longer needs an ivtm therapy. No patient consequences were reported.